Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and part number information. The biomed disassembled the device and observed damage to the therapy pcb assembly. The customer elected to purchase a replacement defibrillator instead of repair. The device was removed from service. The device was not returned to physio-control for analysis or repair. Therefore, a conclusive cause of the reported failure could not be determined.

Event description:
During routine testing, the customer biomed reported that the device started to produce smoke and it would not power on thereafter. There was no patient use associated with the event.